Manufacturer narrative:
The lead being removed was reported as a mdt 6949, sprint quattro. The lead was actually a mdt 6947, sprint quattro secure. The 6949 was corrected to read 6947 and the name was corrected to be a sprint quattro secure.

Event description:
This was a left-sided cardiac lead removal case performed in the or to extract a non-functional, 2009 mdt 6947 sprint quattro secure. The lead was prepped with a lld-ez and lasing began with a 14f sls ii with the teflon outer sheath. There was significant scaring in the pocket and subclavian. While lasing (took 3 laser trains due to significant adhesions) down the bend of the svc the teflon sheath was remained in the subclavian. The sls ii was advanced to the svc/ra junction when the patient's abp dropped and chest compressions were started. The cvs was in the room within 7 minutes and had access to the heart within 10 minutes via sternotomy. Upon opening the chest a ~7mm tear of the posterior svc was noted as well as a ~5mm innominate tear. The patient was placed on bypass and received 10 units of blood products. The cvs was unable to successfully repair the svc/ra tear and the patient did not survive the surgery.

Event description:
This was a left-sided cardiac lead removal case performed in the o.r to extract a non-functional, 2009 mdt 6949 sprint quattro. The lead was prepped with a lld-ez and lasing began with a 14f sls ii with the teflon outer sheath. There was significant scaring in the pocket and subclavian. While lasing (took 3 laser trains due to significant adhesions) down the bend of the svc, the teflon sheath was remained in the subclavian. The sls ii was advanced to the svc/ra junction when the patient's abp dropped and chest compressions were started. The cvs was in the room within 7 minutes and had access to the heart within 10 minutes via sternotomy. Upon opening the chest, a ~7mm tear of the posterior svc was noted as well as a ~5mm innominate tear. The patient was placed on bypass and received 10 units of blood products. The cvs was unable to successfully repair the svc/ra tear and the patient did not survive the surgery.